Event description:
Dealer allegedly could not provide more details about patient other than sex and weight. Patient took walker to dealer for repair because front caster allegedly "keeps falling off". No injury reported.